Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection of the device pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced a few days later. No further patient complications have been reported as a result of this event.